Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed called in with an 8100 that has an internal serial number that does not match the external serial number after being repaired by service depot in (B)(6) 2018 under RMA (B)(4). The external serial number is 14815502. The internal serial number is (B)(4). Biomed states the tamper seal is not broken. Biomed would like to send this unit in for investigation. Had service depot join in and provided a RMA to send the unit back. Biomed would also like to be contact by a manager or director. (B)(6). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: see case notes. Case resolution: forward case information to service depot manager. Ref: (B)(4).